Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) that some air leaks occurred during drive manifold test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, g7, h2, h10, h11. Corrected field: g4.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) that some air leaks occurred during drive manifold test. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine inspection, after replacing the 5000 hours kit for the cardiosave intra-aortic balloon pump (iabp), the drive manifold test had a slight air leak. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b3(in follow up#1 date of event was incorrect. Field to be left blank), b5, h3. A getinge field service engineer (fse) reported that the iabp was released to the customer and cleared for clinical service. Additional information is being requested with regard to the repair details. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routine inspection performed by a getinge authorized distributor¿s field service engineer (fse), after replacing the 5000 hours kit for the cardiosave intra-aortic balloon pump (iabp), the drive manifold test had a slight air leak. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine inspection performed by a getinge authorized distributor¿s field service engineer (fse), after replacing the 5000 hours kit for the cardiosave intra-aortic balloon pump (iabp), the drive manifold test had a slight air leak. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had reported that the iabp was released to the customer and cleared for clinical service, reported that a getinge authorized distributor¿s field service engineer (fse) was the one who encountered the issue and corrected it as well. The fse had replaced the safety disk, the pressure filter and vacuum filter. The iabp unit was returned to the customer and cleared for clinical use. It was additionally reported that the battery needed to be replaced as part of the maintenance due to expiration. Additional information is being requested with regard to the battery. A supplemental report will be submitted if this information is provided to us. The initial reporter mentioned in mfg follow-up #1 is a getinge authorized distributor¿s field service engineer (fse) who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, replaced the safety disk, pressure filter code vacuum filter, and vacuum filter. The drive manifold to the cannel o-ring, the air leakage has not improved. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) that some air leaks occurred during drive manifold test. There was no patient involvement, and no adverse event was reported.